Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 22ga x 0.75¿ powerloc max safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A complete break was observed in the extension tubing at the luer/tubing joint. Microscopic inspection of the break revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the break surface. Material buckling and discoloration were observed in the vicinity of the break. The break features were consistent with material failure due to fatigue. Fatigue occurs when repetitive mechanical stresses such as twisting and kinking gradually cause a fracture to form and propagate in the material; however, additional factors appear to have contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported powerloc needle tubing cracked. Additional details received via phone call with the patient: it was reported "the tubing was severed by the hub where the plastic meets the tubing. This is the only time that we used this needle. This is a new port, I have used other brands of needles before and since, I never have had a problem only with this needle." Additional information received: "a detailed description of the event: when the patient tried to access her port, the powerloc max huber needle tubing split. Patient could not access her port, and her medication could not be administered. " "was there patient harm reported? No direct patient harm was reported with this incident. Patient was emotionally distraught, as she has had this occur with the last recall, and she ended up needing a surgical replacement of her port. She was also unable to administer her medication until a nurse was able to emergently see her. "

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asetf021 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported powerloc needle tubing cracked. Additional details received 01/12/2021 via phone call with the patient: it was reported "the tubing was severed by the hub where the plastic meets the tubing. This is the only time that we used this needle. This is a new port, I have used other brands of needles before and since, I never have had a problem only with this needle."